Manufacturer narrative:
Customer reported six devices of the same model number with the same failure issue on the same day. These events are captured in medwatches with patient identifiers (B)(6). Devices in medwatches with patient identifiers (B)(6) are from the same lot. This medwatch is for the patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported by the customer for this event, during a therapeutic digestive procedure a short circuit error message was received for the device, and the device teflon pad was found to be worn. No part of the teflon pad had fallen off. The procedure was completed with a new similar device with a delay of approximately 15 minutes. There is no harm or adverse impact to the patient. Patient outcome was good. Customer reported six devices of the same model number with the same failure issue on the same day. The physician for all the events was the same.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus did not confirm the reported event. There were no scratches or indications of contact with an object were found with the probe and the grasping section. The tissue pad in the grasping section was worn away but it could not be confirmed that it was peeling or falling off. The tissue adhered to the inside of the grasping section. The coating of the grasping section was partially peeled off. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. This following information is included in the instructions for use (IFU): ¿when a body fluid or tissue is present on the grasping section, probe tip or shaft surface during the procedure, immediately remove it by immersing the grasping section and probe tip in saline or wiping with sterile gauze. Otherwise, the performance may be degraded. To avoid the load increasing around the distal end of the grasping section in order not to become hard to open or close, try to keep a clean grasping section during treatment by users. Otherwise vibration failure or other issues may occur.¿ ¿if an error is generated due to the start of output while blood or saline is attached, remove it with gauze.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.